Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. After the ez stent assisted coil embolization, when the echelon was withdrawn, the tip of the microcatheter was stuck at the tail of the stent and could not be withdrawn. It was repeatedly moved forward and withdrawn but could not be withdrawn. Finally, it was withdrawn with force, and the mark at the tip of the microcatheter remained in the body. It floated to the distal end of the blood vessel, and the blood flow was smooth. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm coil embolization surgery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5 mm

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the total length of the echelon-10 micro catheter was measured to be ~156.1cm. The usable length of the echelon-10 micro catheter was measured to be ~148.0cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The distal tip was found to be separated exhibiting stretching and jagged edges. The echelon-10 micro catheter distal tip was also noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no actions/interventions were taken to resolve the microcatheter being stuck and mark remaining in the patient's body. The patient's blood flow was not affected and the patient was doing well post-operatively. There will be no surgical intervention expected/planned to remove the piece remaining in the patient's body. The cause of the event was not determined, however, the surgeon speculated that perhaps the microcatheter tip structure became fragile due to shaping.